Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 311 mg/dl. Assisted the customer with performing a fixed prime. Insulin did exit the tubing and the insulin pump alarmed no delivery. The customer states that insulin did not exit with the plunger push. Advised to replace the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.